Event description:
The consumer reported that she felt uncomfortable stim when she was lying down. No stimulation was also noted. Stim was decreased from 1.4v to 1.1v and it eliminated the uncomfortable stimulation. The patient planned to contact the doctor for direction if she could change programs and how long to leave it on a setting before a different one is tried. The patient lay down and increased stim to 1.2v, it was comfortable for her. She planned to leave it at that setting and continue tracking her symptoms. There was little/ no symptom control. Most of the urgency was gone but there was still leaking and urgency when she was walking fast. This was considered a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.